Manufacturer narrative:
(B)(4).

Event description:
New information received states the pacing lead impedance observed before lead capping were lower out of range measurements.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator changeout, fluoroscopy revealed insulation failure separated from the conductors. An undefined pacing lead impedance issue was observed. The lead was capped and replaced. No further information is available.